Manufacturer narrative:
The customer reported that this central nurse's station (cns) went down and it's boot looping. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6)2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: (B)(6)2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3: (B)(6)2024 emailed the customer via microsoft outlook for device information: no reply was received.

Event description:
The customer reported that this central nurse's station (cns) went down and it's boot looping. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) went down and it's boot looping. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: the reported issue (boot looping) was duplicated on the returned device. To resolve the issue, the hard drive disks (hdds) of the cns were replaced. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: additional information: b4 date of this report. D9 is this device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) went down and its boot looping. There was no patient injury reported.